Manufacturer narrative:
Concomitant medical products: model: 3386, scs extension, implant/therapy date: unknown; model: 3799 scs ipg, implant/therapy date: unknown. (B)(4).

Event description:
It was reported the patient ((B)(6)) had been receiving insufficient therapy due to high impedance. In turn, the patient's scs system was explanted.

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2017-02161. An initial report is also being submitted due to the analysis results of the patient's extension.